Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drips out of the cartridge tubing during pumping once the cartridges had approximately 60 units of insulin remaining. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.